Event description:
I had mentor smooth round gel implants placed (B)(6) 2010. I started seeing a nutritional specialist (B)(6) 2012 to treat health issues. My insomnia and gi issues were getting worse and affecting my equality of life. I have been under constant care ever since and issues have continued to pop up and have gotten worse over past 3-4 years. I have constant rashes lasting anywhere from a few days up to one year long. I have severe brain fog and memory loss, fatigue, anxiety, food intolerance, pain in my nipples, stiff and sore joints, hips, knees, wrist, and elbows, along with liver, kidney, and bladder issues, inflammation and occasional eye twitching, dry skin, hair loss and dry hair, premature aging, vaginal irritation, and cold sensitivity. FDA safety report ID# (B)(4).